Event description:
Procedure type: inguinal hernia repair. According to the reporter: the surgeon, knowledgeable user of the omst10sb attempted to create the pre-peritoneal space but the balloon did not insufflate or deflate when removing the insufflation pump. There was no bleeding reporter in excess of 500cc. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes. Pre-peritoneal tissue line was lacerated therefor it was not possible to continue the lap procedure and it was necessary to switch to open surgery. The surgeon explained that the insufflation process ID not complete. The balloon did not fill to its capacity and it seems that when removing the pump, it emptied again. After several attempts, the pt had to undergo open surgery because lacerations on line preperitoneum did not allow to continue laparoscopically.

Manufacturer narrative:
(B)(4).